Manufacturer narrative:
Concomitant medical products: product ID: 37791, product type: recharger. Product ID: neu_recharger_acc, product type: recharger. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
The consumer reported the patient was not feeling stimulation. It was reported that the last time the patient was able to charge was over two weeks ago. It was noted that the patient had been trying to charge every day last week but it had not been working. It was noted that the patient reported confusing coupling bars with the implantable neurostimulator (ins) charge level. It was confirmed that the ins was not flipped. It was noted that the patient pressed the green button on the charger but the efficacy boxes were empty. It was noted that the flashing battery was less than half full. It was noted that it was half full for over a week. It was noted that when the patient was asked to adjust the antenna down below the incision a little, no bars filled in. It was noted that the implant had not moved or flipped. It was further noted that the patient had tried turning the dial and repositioning many times and it did not produce charging bars. It was noted that the patient only saw the audio speaker and the plug that goes into the wall and nothing else. The patient pressed the green start charge button and repositioned the antenna and still had no bars at the bottom of the charger. It was noted that the patient stated something was wrong with the charger. It was noted the battery on the recharger was "flashing.". It was stated the ins had not moved was still "bulging out" in the back of their buttocks. It was stated the patient saw a "yield sign" and "reposition antenna" when trying to perform an antenna locate. It was noted that the patient could not charge implantable neurostimulator (ins) and was getting no boxes. It was noted that no patient harm was reported and there was no indication of product defect. Additional information received from the consumer reported the device had not been working for two years. It would not charge up. The patient could sit with the implantable neurostimulator recharger (insr) over the implantable neurostimulator (ins) for hours and nothing happened. It was noted the insr had been put away in his storage. The patient stated he called a couple of times in 2013 regarding the insr issue. It was reviewed the ins could now be in overdischarge. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent. Relevant medical history included non-malignant pain and failed back surgery syndrome.